Event description:
It was reported that will not recognize syringe. No patient injury was reported.

Manufacturer narrative:
Other, one pump was returned. Tamper seal broken on both bottom case and plunger assembly. No errors found in the log. Syringe test and check the calibration verification of the sizes on both slugs. Unable to duplicate the customer reported problem, all the reading of size within the required specs. A manufacturing de ice history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Customer's reported problem was not found or confirmed. Device operates within specification at the time of evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).